Event description:
It was reported, that right ventricular (rv) lead was protruding from the skin on the right side. The lead was extracted. And a spherical small object was found on the end of the lead. No patient consequences reported.